Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead is suspected to be dislodged. It was described that ap (atrial pace) immediately followed by vs (ventricular sense) and vp (ventricular pace). It was noted that when patient paced aoo (atrial none none) it was capturing the ventricle. The lead remains in use and a chest x-ray was recommended. No patient complications have been reported as a result of this event.